Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Additionally, it was reported that resistance was experienced. Customer was able to successfully use the cartridge for insulin deliveries. Customer's blood glucose level ranged between 93-94 mg/dl.